Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to high pacing impedance measurements greater than 2000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.